Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) because the cuff migrated, loosened, and eroded.

Manufacturer narrative:
B5 updated.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) because the cuff migrated, loosened, and eroded. The cuff was removed and the urethra was given time to heal. The patient then had a second surgical procedure to implant a new cuff.